Manufacturer narrative:
Service visited on (B)(4) 2011, and the field service engineer (fse) recommended the customer to flush dilute bleach from the cuvette wash probe manifold as a precautionary means during the wiper maintenance to help prevent the growth in the waste system. The fse thoroughly cleaned the hydro waste canister, vacuum liquid trap and flushed with dilute bleach. No further complaint of leaking hydro was filed as of (B)(4) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from waste canister on synchron cx5 delta clinical system. The customer stated that hydro was flooded and that the waste bucket was not draining. No injury was reported and there was no effect to patient or user.